Event description:
Shock delivered notification was received on the customer support helpline queue. Patient confirmed therapeutic shock and stated that they heard the shock alert but couldn't find the alert button in time to cancel the shock. Patient was not having any symptoms at the time and remained conscious throughout. Patient declined ems and said they would call 911 if they felt any symptoms. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. Wcd role in the shock event is pending additional medical information and pending evaluation of to-be-returned device.